Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument inspected prior to use, no damage was observed. The reporter was unable to confirm the surgical task that was being performed when the issue occurred. The instrument jaws were not stuck in a closed position prior to attempting to remove the instrument. The instrument was not in strong grip mode at the time of event. There were not any collision with other instruments or tools.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a severely bent grip tip with severe misalignment of the grip-tips. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. A review of the provided image was performed by an isi failure analysis engineer. The following additional information was provided: the instrument grip tang may be dislodged but could not be confirmed from the image.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the force bipolar instrument had a dislocated jaw. The procedure was completed with no reported injury.